Event description:
It was reported that dissection occurred. The patient underwent percutaneous coronary intervention. More than 95% stenosed target lesion was located in the mildly tortuous and non-calcified left anterior descending artery. Following pre-dilatation with 2.50x12mm balloon, a 20 x 3.00 promus elite mr drug-eluting stent was deployed with no issues at 14 atmospheres. However, during the procedure, a proximal stent edge dissection occurred. The dissection was flow-limiting. Subsequently, another stent was deployed to cover the dissected area. Post-dilatation was then performed with a 3.00x15mm. The procedure was completed, and patient was very fine post-procedure.